Event description:
During asnin 3.0 extraction surgery, the screw broke. The screw shaft remained in the patients' elbow. The primary surgery was performed on 2012. The date is unknown.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.